Event description:
Customer reported receiving a reading on her precision xtra meter that was higher (160 mg/dl) than feels and subsequently experienced the following symptoms: "felt dizzy, weak and lost consciousness". She reportedly self-treated with orange juice. There was no third-party medical intervention required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.